Event description:
As reported by (B)(4) study, during pci of a lesion in the 1st diagonal, there was slow flow corrected by adenosine. Post-procedure, the patient had a myocardial infarction that was medically managed only. Pci was first performed on a 70% de novo lesion in the mid lad of 12mm in length in a 3.0mm vessel diameter. The (b2) lesion was not heavily calcified or characterized with extreme vessel tortuosity. A 2.5x18mm cypher stent was deployed at 20 atm by direct stenting. Post-dilatation was performed with two 3.0x12mm balloons at 13 atm as a standard procedure. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. Pci was performed next on a 95% de novo lesion in the 1st diagonal of 12mm in length in a 2.5mm vessel diameter. The (b2) lesion was not anatomically complex. The lesion was pre-dilated with a 2.5x12mm balloon at 8 atm before a 2.5x18mm cypher stent was deployed at 12 atm. The lesion was post-dilated with a 1.5x15mm balloon at 9 atm as a standard procedure. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively.

Manufacturer narrative:
Angioguard rx (601814rmc, 71108521) and unknown pre-dilatation balloon. Heparin (intra-procedure), pre and post-procedure, aspirin and clopidogrel. The product remains implanted in the patient and is thus, not available for analysis. Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. Further details regarding this patient's death are pending and all additional information received will be submitted within 30 days upon receipt.

Event description:
The report received from the (B) (4) study indicated that approximately 2 ½ months after pci, the patient died due to an unknown cause. The patient was symptomatic at study admission and the (B) (6) stroke scale score was 1. Pta was performed on a 60% occluded lesion in the proximal right internal carotid artery of 15mm in length in a 5.0mm vessel diameter. The (arch ii) lesion was concentric, ulcerated with thrombus present within the lesion, mildly calcified with moderate vessel tortousity. A 6mm medium support angioguard embolic protection device was deployed, and the lesion was pre-dilated. Then a 7x30mm precise pro rx stent was deployed with no stent malfunctions. The angioguard was removed and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. At discharge, the (B) (6) stroke scale score was 1. The patient was discharged 10 days later without any major adverse events.

Manufacturer narrative:
Approximately 2 ½ months after the index procedure, the patient expired due to an unknown cause. Multiple attempts have been made to contact the family for additional information. To date there has been no reply. The patient was symptomatic at study admission and the (B) (6) stroke scale score was 1. Pta was performed on a 60% occluded lesion in the proximal right internal carotid artery of 15mm in length in a 5.0mm vessel diameter. The (arch ii) lesion was concentric, ulcerated with thrombus present within the lesion, mildly calcified with moderate vessel tortuosity. A 6mm medium support angioguard embolic protection device was deployed and the lesion was pre-dilated. Then a 7x30mm precise pro rx stent was deployed with no stent malfunctions. The angioguard was removed and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite with an (B) (6) stroke scale score of 1. The patient was discharged 10 days later without any major adverse events. The patient's medical history includes: hyperlipidemia, clinical copd, congestive heart failure, CABG, diabetes mellitus, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13407126 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event. However, factors that may have influenced the event include the patient's extensive medical history.

Manufacturer narrative:
The exact date of the patient's death was previously reported as (B)(6)2009. However, the patient died on (B)(6)2009.

Event description:
During a procedure that involved the injection of a radioisotope the injection adapter was used. The injection was hand-injected with a syringe of unk size. During the procedure, the device leaked which allowed exposure of the infusate to the pt and the therapist. No reported intervention or medical sequela for either the pt or the technician.